Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by stress due to use, or by external factors or handling. Omsc was unable to review the device history record because the device history code has already expired. In addition, the date of manufacture is unknown. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. -there was a leakage due to perforation of the insertion tube and bending section. -there was an abnormality in the appearance of the control section. -the light guide lens, universal cord, and insertion section were damaged. -the angulation was insufficient due to the stretching of the angle wire. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.